Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the procedure is unknown however it was reported that procedure was performed approximately 2 weeks prior to (B)(6) 2014. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps was used in the esophagus during an upper endoscopy procedure. According to the complainant, during the procedure, they noticed the bite was too big. There was no issues noted with the forceps. The procedure was completed with this device. Three hours after the procedure, the patient was admitted to the hospital due to bacteremia. The patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps was used in the esophagus during an upper endoscopy procedure. According to the complainant, during the procedure, they noticed the bite was too big.  There was no issues noted with the forceps. The procedure was completed with this device. Three hours after the procedure, the patient was admitted to the hospital due to bacteremia. The patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.  Should additional relevant details become available; a supplemental report will be submitted.